Event description:
Title: harmonic scalpel hemoroidectomy: a painless procedure author : dejan ivanov, sinisa babovic, dora selesi, mirjana ivanov, radovan cvijanovic citation: doi: 10.2298/mpns07104211 . The purpose of this prospective clinical study was to evaluate the efficacy of harmonic scalpel hemorrhoidectomy in terms of reducing postoperative pain and establishing a stable hemostasis compared to classical milligan-morgan¿s (mm) technique. From dec 2001 to nov 2005, a total of 77 patients with grade iii and grade IV hemorrhoidal disease underwent hemorrhoidectomy. The patients were divided into two groups depending on the technique that will be used: harmonic scalpel (hs) hemorrhoidectomy group [n=35 (n=26 male, n=9 female, average age 46.2 years)]; or milligan-morgan (mm) hemorrhoidectomy group [n=42 (n=33 male, n=9 female, average age 44.98 years)]. In hs group, use of ultrasound scissors, coagulating shears, designed for open surgery 14cm/5mm (ethicon, endo-surgery). Complications included postoperative pain (n=?) Which received vials of diclophenac at four hour intervals during the first two days after surgery; and hemorrhaging (n=1) dealt with conservative treatment; short term tamponade. Harmonic scalpel hemorrhoidectomy is not a painless procedure, but the level of postoperative pain is significantly lower after this procedure than after mm hemorrhoidectomy. The number of complications after harmonic scalpel hemorrhoidectomy is lower, although statistically not significant.

Manufacturer narrative:
(B)(4) date sent: 7/1/2025. B3: publication year of 2007. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.